Manufacturer narrative:
MFR ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. System error 105 was confirmed and caused by a seized motor. The failed motor assembly was replaced.

Event description:
It was reported tha spectrum pump displayed system error 105. Any pt involvement, injury, or medical intervention is unk.